Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited on-site and examined the system and confirmed reported problem. Fse noted after the initial power button press, monitor fails to display output and system boots successfully after 2-3 restarts with recurring issue. To resolve the problem, fse replaced the single board computer (sbc board) and return the part for further analysis, but no failure found. After replacement of single board computer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.